Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system underwent radiotherapy. During a routine follow-up there was observations of the sensing was low measuring 2.5mv. At implant, sensing measured 7mv. All other measurements were stable. The field representative informed the physician since the sensing levels are low there is no guarantee of reliable detection of arrythmias. However, the patient declined a non-boston scientific right ventricular (rv) lead revision. The plan is to have the patient monitored on shorter intervals. At this time, the device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).